Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a steady increase in impedance that became high and triggered an alert. The threshold was noted to have increased. The impedance alert limit was increased. The lead remains in use. No patient complications have been reported as a result of this event.